Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals in its right atrial (ra) and shock channels. All other lead measurements within range. Technical services (ts) was consulted and advised further review. This crt-d remains in service. No additional adverse patient effects were reported.